Event description:
It was reported that guidewire tip detachment and an unretrieved device fragment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 190cm straight-tip (pouch) marvel guidewire was selected for use. It was noted that the difficult lesion had a calcific ledge. During the procedure, the inserted guidewire became stuck in the calcium upon retraction. The guidewire, non-boston scientific (bsc) balloon, and non-bsc guide extender were pulled back simultaneously as one unit by the physician. However, upon full removal of the guidewire, it was noted that approximately 1 centimeter of the distal tip had broken off and was seen in a distal branch of the vessel. Snaring was attempted but failed due to the inability to cross the lesion, and the fragment of the device was left in the patient. Another retrieval attempt will be made when the patient is brought back for further treatment. The patient fully recovered.